Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on right ventricular (rv) channel measuring at 126 ohms. Later information received indicate that the impedance measurements were fluctuating. No adverse patient effects were reported. The device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on right ventricular (rv) channel measuring at 126 ohms. Later information received indicate that the impedance measurements were fluctuating. No adverse patient effects were reported. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.